Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l4-5. Sometime post-op the patient underwent a secondary surgery to extend the construct at to l3-5 for stenosis. It was reported that the surgeon found the screw at l5 right side broken. The construct was removed to put in a different system. It was noted that fusion had not occurred at l4-5. No other patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.